Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged during revision of the right atrial (ra) lead which was also dislodged. It was confirmed through device interrogation programmer, electrogram and imaging. This lv lead was surgically repositioned. No additional adverse patient effects were reported.